Event description:
It was reported that a patient had a connection issue with a transfer set during peritoneal dialysis (pd) therapy. The reporter stated that the spike of the transfer set was not connected with the disconnect kit well when the customer changed the transfer set. The customer reported that a gap was observed at the junction. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted after attaching spike to port connection.. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available. The sample was not confirmed for the reported problem and the root cause was undetermined. If additional relevant information is received a follow-up will be submitted. (B)(4).